Event description:
The husband of a female pt contacted lifecor customer support to report that one of the battery packs was flashing a red light on the battery charger. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not powering up the monitor was a blown fuse within the battery pack. The root cause of the blown fuse is not known, but was likely random component failure. The blown fuse was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.